Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that insulin leaked from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer states she said she saw what appeared to be insulin leaking from the syringe when she filled the syringe with insulin. Customer was not clear on where the insulin may have been leaking, she said it was near where the needle connects to the syringe body. Customer states it could have been a possibility that insulin leaked out of the vial itself and "ran down" the syringe, but she stated she was not certain about this and also stated she has bad eyesight."